Manufacturer narrative:
The event of system explant scheduled was reported to abbott. The system was explanted due to loss of therapeutic benefit. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient had their scs system explanted due to ineffective therapy.